Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted and replaced with non abbvie devices.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone numbers: (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted and replaced with non abbvie devices.